Event description:
It was reported that the patient was a smaller patient with flow around 2.8 liters per minute (lpm) at all times. The patient had some low flow alarms initially after implant due to a slight malposition of the pump. The physician requested a low flow software upgrade to eliminate the lower flow alarms as the target flow was around the 2.5 lpm threshold. It was reported that the patient had a small chest cavity. In certain bodily positions, the inflow cannula shifted, creating a suction event. The account attached images from an echocardiogram shortly after decrease in flow. The images were not ideal as they were taken after the malposition rectified itself. The low flow software upgrade was performed. The low flow alarms resolved. The device operated as expected. The patient was well. The patient had not had an episode of low flow since the software upgrade. The treatment and plan of care was not discussed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pump malposition could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25feb2021. The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.